Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank was evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that they were unable to view fluoroscopic image because the system displayed a blank image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.